Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, an absorbable clip was used to clamp the cystic artery to stop the bleeding. However, during the clamping process, it was found that the ligation clip was unstable and there was still a small amount of bleeding. In order to continue to stop bleeding and prevent the patient from hemorrhagic shock, the absorbable clip was immediately replaced to clamp the cystic artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.